Event description:
Procedure type: cholecystectomy. According to the reporter: when the surgeon removed the bag through the laparoscopic trocar, the joint/solder broke. Everything inside the bag fell into the pt's abdomen. They had to treat the pt with antibiotics as a result of this incident. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).